Event description:
A patient alleged that she has experienced a reaction for the past (B)(6) with symptoms of facial and palatal swelling and soreness, fevers, and occipital headaches after receiving a root canal treatment on her tooth #10 in which the dentist had utilized the optibond solo plus product.

Manufacturer narrative:
The patient reported that on (B)(6) 2011, she received root canal treatments on tooth #7 and tooth #10; however, the symptoms experienced are with regard only to tooth #10. The patient has seen multiple dentists, neurologists, endodontists, rheumatologists and endocrinologists in an attempt to acquire a diagnosis for the symptoms; however, specific information with regard to treatment dates could not be recalled. During (B)(6) 2012 the patient also reported visiting the hospital with regard to these symptoms; however, specific information could not be recalled. All of the doctors seen were unable to confirm a diagnosis. On (B)(6) 2012, a new dentist reviewed the patient's CT scans taken on (B)(6) 2012; the patient reported that a lucency was discovered on the scans around the root area of tooth #10 that measured approximately 2 mm. An oral surgery was performed on (B)(6) 2012; the patient reported that the surgeon removed gutta percha and a "crystalline substance" which was believed to be bonding agent from the site, as well as notating a potentially perforated canal. It was reported that the size of the granuloma had grown to 4 mm by the time of removal. The patient reported that she was diagnosed with "inflamed granulation tissue containing dental material" and was prescribed amoxycillin at that time. To date, the patient reported that she still experiences the fevers, occipital headaches, and the facial and palatal soreness. She will be having the crown from tooth #10 removed and replaced with a temporary on (B)(6) 2012. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.